Event description:
The customer reported that during a total gastrectomy, an end tone was provided by the generator, indicating a completed seal cycle. The surgeon noted there was oozing from the sealed area of the omentum. The amount of blood loss was not provided by the customer. The surgeon stated there was a lot of fat in the tissue being worked upon. The surgeon used suturing to complete the procedure. There was no suturing to complete the procedure. There was no pt injury reported. The customer was indicated that the device was discarded after the procedure.

Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If additional info pertinent to the incident is obtained, a f/u report will be submitted.